Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has two leads implanted with the same lot number. It was reported the patient is not receiving effective stimulation. A sjm representative met with the patient to evaluate the scs system. Lead diagnostics showed contacts 9-16 were all high. Reprogramming was unable to resolve the issue. X-rays have been ordered. The patient is working with his physician to determine the next course of action.